Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unknown vessel was attempted with a proglide relative to an endoprosthesis implantation in abdominal aortic aneurysm (aaa) intervention. Reportedly, the device did not fire. There was a break in the wire (broke the anchor). An unknown method was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿the device did not fire as there was a break in the wire (broke the anchor)¿ was confirmed as a cuff miss and foot break. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.